Event description:
It was reported, episodes of post paced t wave oversensing were observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed per recommendations to resolve the event. The patient was stable.